Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the atrial lead sensing value had decreased and the capture threshold had increased. Diagnostic imaging revealed that the atrial lead was dislodged. A lead revision procedure is anticipated and the patient was stable with no consequences.